Manufacturer narrative:
Reliability analysis inspected 2 opened/used enlite sensors and performed visual inspection and found 1 of 2 sensors with cannula retracted inside sensor base. Also found sensor damage/broken and missing broken part. It was unable to confirm if the customer received sensor in said condition due to it being returned opened/used. The remaining sensor performed bicarbonate buffer test and sensor passed per specifications with accurate readings. Unable to perform needle anomaly test due to needle not returned, sensor only.

Event description:
The customer had called on (B)(6) 2014 to report issues with the sensors not sticking. The customer called back to report that he was still having issues with the sensors not sticking. Customer stated that he had two sensors; the first one he inserted and had bleeding so he changed it and the second seemed not to be fully inserted. He received a sensor end and lost sensor alert, he removed it with the needle still attached and manually inserted in another one. Blood glucose value was 238 mg/dl. Both sensors were replaced and returned for analysis.